Manufacturer narrative:
Additional narrative: (B)(4). Reporter's phone number: (B)(6). The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure it was observed that the attachment device was heating up that it was too hot to touch. It was reported that there was a delay in the procedure described as minor, and an unspecified spare device was available for use. It was reported that the procedure was completed successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the device was heating up and was too hot to touch could not be confirmed. An assessment was performed and the device met all manufacture's specifications. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly. This medwatch is being resubmitted due to outage in FDA's electronic submission gateway (esg) upon initial submission.